Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2013. During the procedure, the physician primed the catheter and the balloon was intact. The physician started the heating period, when it got to the normal 87 degree heating stage, the burning cycle started. Three minutes into the burning cycle, there was a sudden drop in pressure and the generator switched off. The balloon was removed and checked and two holes were noted. The physician did a hysteroscopy and there was no perforation and all was fine. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the catheter maintained the pressure.